Event description:
It was reported that post coil embolization, a vasospasm occurred in the posterior cerebral artery (pca); therefore, the guidewire could not be removed. The procedure was completed by leaving the guidewire inside the patient's body. It was reported that the physician did not take any action to remove the guidewire, and the patient was released in "good" condition.

Event description:
It was reported that post coil embolization, a vasospasm occurred in the posterior cerebral artery (pca); therefore, the guidewire could not be removed. The procedure was completed by leaving the guidewire inside the patient's body. It was reported that the physician did not take any action to remove the guidewire, and the patient was released in "good" condition.

Manufacturer narrative:
(B)(4).the physician confirmed that the guidewire that remained in the patient's body was a transend 300cm.

Manufacturer narrative:
A ship history review identified three lots that were supplied to the user facility prior to the reported event. The review confirmed that the lots met all material, assembly and performance specifications. The subject device remained in the patient; therefore, analysis cannot be performed. Information currently available indicated that due to a vessel spams, the device could not be removed. Therefore, a root cause of operational context will be assigned to this event.

Manufacturer narrative:
Initial reporters' name was not provided.the physician indicated that two guidewires were used during the procedure but it is unknown which of the two wires was left inside the patient; therefore a report has been submitted for both of these guidewires.

Event description:
It was reported that post coil embolization, a vasospasm occurred in the posterior cerebral artery (pca); therefore, the guidewire could not be removed. The procedure was completed by leaving the guidewire inside the patient's body. No additional information is available.